Manufacturer narrative:
Method: labeling review, risk assessment. Results: device inspection could not be performed as the device was not returned and no lot number was provided. The aero c surgical technique guide was reviewed and the following relevant information was identified: 1. The pilot cutter must be used to create a channel for the anchors. Using the mallet, tap the pilot cutter gently to penetrate the bone and create a channel. A built-in depth stop limits the depth of the pilot cutter insertion. 2. The anchor is locked in the cage when the anchor tamp is fully seated with the proximal end of the implant inserter handle. The depth stop on the anchor tamp will contact the implant inserter when the anchor is fully inserted providing both tactile and audible feedback; 3. Visually confirm and use lateral fluoroscopic images to verify that the anchors are flush with the jacket. If the anchor is not locked to the jacket, the anchor will protrude approximately 1.25mm anteriorly. If after removing the implant inserter and anchor tamp, the anchor still appears proud, use the tamp for final placement; place distal end of tamp against the superior dovetail and tap with mallet to ensure the anchor is fully seated. 4. With all of the anchors inserted and locked in place, supplemental fixation that has been cleared by the FDA for use in the cervical spine must be used to augment stability of the aero-c construct. Conclusion: as the device was not returned for evaluation, no definitive root cause could be determined.

Event description:
It was reported that; the patient underwent a second revision on (B)(6) 2017. Surgeon is preserving the implant.

Event description:
It was reported that; the patient underwent a second revision on (B)(6) 2017. Surgeon is preserving the implant.